Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
The pad-pak was first installed on the 14th september 2009 and performed to specification up to the 15th november 2015. Two manual power ups of ten minutes duration were observed in the device memory on the 18th november 2015. The final history log entry is on the 6th december 2015 when the device performed and passed an auto self-test. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains electrodes is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Manufacturer narrative:
(B)(4). The pad-pak was first successfully installed on the 16th july 2009 and performed to specification, alongside random manual power ons, two of ten minutes duration, up to the 30th december 2012. The device failed a self-test due to a low battery on the on the 6th january 2013. A fresh pad-pak was installed on the 11th january 2013, the device passed subsequent self-tests up to the 15th november 2015. The device recorded manual power ups, some of ten minutes duration. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.